Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient's controller was displaying "replace generator soon." The patient's controller and app were up to date on software, indicating that this was a true elective replacement indicator. The patient will consult with their physician and may undergo a surgical procedure in which their internal pulse generator will be explanted and replaced.

Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of life.

Event description:
During follow up, it was reported that the patient underwent a surgical procedure in which their internal pulse generator (ipg) was explanted and replaced.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.